Event description:
It was reported that the helix of an ventricular leadless pacemaker (vlp) became stretched during an initial implant attempt on (B)(6) 2026. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.